Event description:
It was reported that bd precisionglide¿ needle were 1 inch needles rather than the 1/2 inch that they were labeled with. This occurred on 400 occasions before use. The following information was provided by the initial reporter: material no: 305106 batch no: 9193522 it was reported that labels on 4 packages have 30gx 1/2 on them, but the needles appear to be 1 inch.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/14/2020. H.6. Investigation: ninety-five samples were received in one shelf box for investigation. The shelf box is marked as 305106 30 x ½¿. The units inside the shelf box are in packaging blisters with the top web marked as 305106 30x ½¿; however, the needle assemblies inside the packaging blisters have a 1¿ needle. Two photos were provided. One photo shows four shelf boxes. The other photo shows four shelf boxes, three packaging blisters, and one needle assembly with no packaging or plastic shield with a 1¿ needle. A potential root cause for the reported condition can be attributed to the packaging process, needles with 1¿ length were fed to the machine and not detected during the inspections. Based on the investigation and the analysis of the samples and photos provided, the symptom reported by the customer is confirmed. This is the 1st complaint to this lot#. We will continue monitoring this lot and product for this symptom. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd precisionglide¿ needle were 1 inch needles rather than the 1/2 inch that they were labeled with. This occurred on 400 occasions before use. The following information was provided by the initial reporter: material no: 305106 batch no: 9193522. It was reported that labels on 4 packages have 30gx 1/2 on them, but the needles appear to be 1 inch.